Event description:
It was reported that a pericardial effusion and death occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman laa closure device was successfully implanted in the laa. The patent went to recovery with no pericardial effusion noted. The patient remained hospitalized. Post procedurally, the patient was in renal failure with a creatine of 6. The patient had severe abdominal pain and difficulty staying awake, with no signs of stroke when awake. Four days post procedure the physician noted a moderate effusion. Later that same day the patient went into asystole and expired. In the patient's final 24 hours, she presented with junctional escape beats of 50 as well as sinus tachycardia. The patient had a do no resuscitate (dnr) order.